Event description:
A physician reported a pt who was originally skin tested on 1/13/1997 in the left forearm with negative results and has since had multiple collagen treatments without adverse response. On 1/6/1998, the pt was treated in the forehead lines and the "crows feet" of the periorbital areas. On 5/19/1998, the pt was examined by the physician who noted redness and swelling at all the treatment sites [exact onset date of symptoms unknown]. The physician prescribed claritin once a day and instructed the pt to massage area. The physician believed this was a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned or prescribed.